Event description:
The customer reports that when the saline was perfused into the distal lumen of the cvc, the saline leaked through the line.

Manufacturer narrative:
(B)(4). The customer returned one four-lumen cvc for analysis. Sings-of-use in the form of biological material was observed. After failing functional testing, a hole was observed on the distal extension line directly adjacent to the brown lure hub. No other defects or anomalies were observed. The distal extension line from the luer hub to the juncture hub measured 81mm, which is within the specification limits of 77mm-81mm per the catheter graphic. The distal extension line outer diameter measured 2.14mm, which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.473mm, which is within the specification limits of 1.42mm-1.50mm per the distal extension line extrusion graphic. With the distal end of the catheter body occluded, a lab inventory syringe filled with water was injected through each of the catheter extension lines. When pressurizing the distal extension line, water was observed leaking out of a small hole directly adjacent to the brown luer hub. No other leaks were observed. A manual tug test confirmed that the medial 1, medial 2, and the proximal extension lines were secure within their respective luer hubs and the juncture hub. Despite the hole in the extrusion, the distal extension line was also secure within the luer hub and the juncture hub. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report of a leaking extension line was confirmed through complaint investigation. Visual and functional analysis revealed a hole in the distal extension line directly adjacent to the brown luer hub. The catheter met all relevant dimensional requirements, and a device history record review was performed based on sales history and no relevant manufacturing issues were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4). Lot# unknown. Potential lot#: 71f19b2393.

Event description:
The customer reports that when the saline was perfused into the distal lumen of the cvc, the saline leaked through the line.